Manufacturer narrative:
No product was returned for evaluation. Review of the device history record, confirmed this lot met manufacturing requirements of prior to shipment. Based on the information provided to st. Jude medical, the cause for the bleeding and pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that two hours after using the angio-seal vip, the physician noticed the pt was bleeding and developed a pseudoaneurysm.